Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire poked through the insultation at the end of a lead. Boston scientific technical services (ts) discussed that lead integrity issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The unintended user error conclusion code was selected based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire poked through the insultation at the end of a lead. Boston scientific technical services (ts) discussed that lead integrity issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.